Event description:
Device malfunction: breakage of device. Time of device malfunction: during vessel closure. Symptoms/ae: surgical removal of device. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the device was inserted in the artery and broke at the "junction". The broken piece was removed surgically. There were no other reported pt effects. Though requested, no additional information or clarification was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.